Manufacturer narrative:
No devices were returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were ten (10) to twelve (12) spectrum iq pumps that had 'failed' during patient use. No information was provided in relation to the event details and if there was any patient injury or medical intervention associated with these events. No additional information is available.